Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A manual insulin injection was delivered to address bg. Tandem technical support started a syste4m check, but the customer declined to complete the check. Recommendation was made to consult with a healthcare provider regarding diabetes management.